Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving compounded baclofen (2000 mcg concentration) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient had withdrawal symptoms. The patient was hospitalized for withdrawal symptom maintenance. The pump was interrogated and was at minimum rate. The logs were checked and revealed a pump stall. The pump was restarted with simple continuous infusion and several hours later the pump was at minimum rate again. The pump eri (elective replacement indicator) was 19 months. The patient was compliant and no issues were reported with regards to factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed high battery resistance. The pump logs indicated multiple resets and low battery resets occurred on (B)(6) 2016. Also per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml and hydromorphone with concentration 2.5 mg/ml were being administered at a minimum rate of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
This event in this report was merged with a previously reported event after additional information was provided by a manufacturer's representative on october 13, 2016. The related manufacturer's report is regulatory report #3007566237-2016-03149 which included the following event details: information was received from a health care provider through a manufacturing representative regarding a patient receiving intrathecal baclofen. A reset alarm was heard and was confirmed by telemetry. The pump reset, and they "programmed out" but then it reset again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.